Event description:
A pump triggered an altitude alarm, but there was no adverse impact on the customer's blood glucose level. The customer temporarily had insulin suspended due to the alarm, but after following technical support instructions to clean the speaker holes and reset the cartridge, insulin delivery resumed normally. The alarm did not recur, and technical support offered preventive tips, which the customer acknowledged.